Event description:
Pt reported obtaining a result of 179 ng/dl, on one of her blood glucose monitors. Pt indicated that this result was consistent with how she was feeling. Pt indicated that, within a few mins, she performed an additional blood glucose test, on the suspect device, and obtained a result of 495 ng/dl. Pt stated that qc testing had been performed on the suspect device and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.